Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified tight right superficial femoral artery (sfa). After the guidewire crossed, intravascular ultrasound (ivus) was performed. A 3.0mmx20mmx135cm (4f) sterling¿ catheter balloon was advanced for dilatation. However, upon first inflation at 3 atmospheres after being inflated for 5 seconds, the balloon ruptured. The device was completely removed form the patient's body and was replaced with a non-bsc balloon catheter. An innova stent was then deployed followed by post-dilatation and the procedure was completed. No patient complications were reported.